Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. The reported event does not indicate a manufacturing defect and the finished product lot was verified to meet quality requirements and was released for commercial use in accordance with srm procedures. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that during a left transcarotid artery revascularization (tcar) procedure, after deployment of the first enroute stent, the physician chose to deploy an additional stent to cover the lesion. Imaging revealed that the second stent was partially deployed outside the left common carotid artery, as the sheath was only 1-2 cm inside the vessel. The physician explanted the second enroute stent, and the following angiogram did not reveal any abnormalities. The patient was neurologically intact after the procedure.